Manufacturer narrative:
The log file analysis revealed that - just from the point in time where being switched into automatic ventilation mode, the device alarmed for "etco2 high", "minute volume low" and "apnea" repeatedly. The recorded parameter confirm that the ventilator was able to build-up pressure as set at any time but the resulting tidal volume was comparatively low. This points to a significantly increased airway resistance. Several operator interventions were made but obviously remained unsuccessful. The device was switched to standby after while. At a later date, the inspection of the involved patient circuit in the hospital revealed the presence of a foreign object in the elbow fitting at the patient end. This fully explains the increased airway resistance and the resulting restriction of ventilation. The device underwent a full scope of tests in follow-up of the event. As no nonconformities were found it was released for doing service on patients again. Dräger finally concludes that the primus itself did not cause or contribute to the reported event. Indeed a user error led to the problems in ventilation of the patient. The device responded to this condition as expected; the restrictions were detected and brought to the operator's attention by corresponding alarms. The users switched to manual ventilation after a while and then to a backup device. No patient consequences have been reported.

Event description:
The following was reported: the patient was a child (B)(6). During the use of the machine, the customer had difficult of getting "air" into the patient, the co2 was also very high. They tried several times changing from man/spont and to pressure mode, but problem persisted. After a while they gave up and changed to laerdal bag, before they changed into another primus, and then everything was ok. Patient was put in intensive care in abundance of caution; no consequences have finally occurred.